Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing under available patients. A technical support specialist (tss) connected to the server, then checked the incoming messages. The customer also stated that the root cause of the issue was on the genesys side. The tss also attached the knowledge article (ka) ¿patient missing on a bd pyxis medstation es¿. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server , the patients were not showing under available patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d concomitant med prod data and section g report source.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not showing under available patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.